Manufacturer narrative:
No 011-h3853 product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The complaint/event occurred on an unspecified date and involved a 328 cm (129") appx 10.5 ml, 20 drop w/15 micron filter primary standardbore/smallbore set w/microclave®, 2 check valves, rotating luer. A leak was reported on two of these devices. There was no report of human harm associated with this complaint/event.